Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received a 24ga insyte autoguard bc unit consisting of a catheter adapter assembly connected to a miscellaneous, fully retracted needle-barrel assembly, a needle cover, an empty open package from lot 8213770 along with a 6ml slip luer syringe. Through the visual microscopic evaluation damage in the form of a cut was observed on the catheter tubing. The cut was above the nose of the adapter. A water-leak test was performed where leakage did occur as air bubbles were observed from the nose of the adapter. The pictures received reflected similar findings to that of the returned unit. Although the failure stated in the reported issue was confirmed with the unit provided for investigation, bd could not establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use of the bd insyte¿ ag¿ bc global yel 24ga x 0.75in leakage occurred from the connection of the catheter and the catheter adopter. There were two occurrences. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: leakage occurred from the connection of the catheter and the catheter adopter.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ ag¿ bc global yel 24ga x 0.75in leakage occurred from the connection of the catheter and the catheter adopter. There were two occurrences. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: leakage occurred from the connection of the catheter and the catheter adopter.